Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information states that there were no adverse consequences to the patient relevant to this event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2024, the patient underwent a surgery via tha. During the surgery, unknown defect occurred. We are confirming about details. The surgery was completed successfully with no surgical delay. No further information is available. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment photo_(B)(4)_(B)(6). The photo investigation revealed an unknown black foreign matter on a gauze. It is not possible to identify the product associated in the reported complaint. A manufacturing record evaluation was performed for the finished device [3172080 / 4127325] and there were no non-conformances associated with this lot. Evidence suggests that the package had been sealed at the manufacturer prior to when it was opened. Therefore, no evidence suggests an error in the manufacturing process that could be a contributing factor in the reported allegation. Once the product leaves j&j medtech orthopaedics control, it is unknown what environmental/external factors the finished goods products are exposed to. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the vmp endurance 80g would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: vmp endurance 80g product code: 3172080 lot number: 4127325 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). G4: no 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a surgery via tha. During the surgery the surgeon found a black substance in the cement powder when the surgeon was about to start mixing the cement. The surgery was completed successfully with no surgical delay. No further information is available.